Event description:
On (B)(6) 2013 the reporter contacted animas to report that on an unspecified date, the patient obtained the elevated blood glucose reading of 560 mg/dl. The patient did not experience any symptoms of high or low blood glucose levels at that time. The patient corrected her blood glucose level with insulin taken via a syringe injection; she did not seek any medical attention. Troubleshooting revealed the patient had received an ¿empty cartridge¿ alarm on the pump on (B)(6) 2013, however she did not replace the cartridge. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by not filling a new insulin cartridge and installing it into the pump after the pump gave the ¿empty cartridge¿ alarm. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred and received treatment with a manual insulin injection, this complaint is being reported.

Manufacturer narrative:
Cartridge lot #: not provided. Date of event: not provided.